Manufacturer narrative:
The insulin pump passed the self-test. No alarm noted. The test ultralink meter communicates properly to pump. No blood glucose meter anomaly noted. We were unable to prime during prime test due to faulty force sensor. We were unable to perform the occlusion test due to prime anomaly. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed. Customer also stated they have encountered high blood glucose, 381mg/dl. The customer stated that he over and let insulin get low on the pump, when no delivery alarm occurred. Customer agreed to return device for analysis.